Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was received outside its sterile package. There was evidence of body fluids on the device, which indicated the device was used. (The complaint was that the tissue pad detached inside the sterile packaging). The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the white pad in the jaw was off before as the sterile pack was opened, reason unknown. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).